Event description:
In 2006, it was seen that there were high impedances on electrode channels 6 and 12. During another fitting session in 2007, it was seen that there were further unstable channels with high impedance and short circuits. Electrodes 3, 4, 6, 10 and 12 have now been turned off. The ground impedance is stable.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.